Manufacturer narrative:
Patient medical history includes but is not limited to: gostroesophageal reflux disease, chronic oobstructive pulmonary disease, peripheral artery disease, hypertension, coronary artery disease, cererbrovascular accident patient medications include but are not limited to: albuterol, breo ellipta inhalation powder, lasix, hyeorchlorothiazide-olmesartan, incruse ellipa daily powder, pantoprazole the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: migration, aneurysm enlargement, surgical conversion.

Event description:
On (B)(6) , 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) , 2020 distal migration of the device within the aneurysm sac and enlargement of the aneurysm was reported. Amount of enlargement and length of distal migration are unknown. On (B)(6) , 2021, the patient underwent reintervention and the main body of the excluder® was transected at the level of the bifurcation of the limbs and explanted. The patient tolerated the procedure and is doing well.